Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Analysis of the device's photo: upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast revision with a 550cc mentor cpx 4 breast tissue expander with suture tabs on an unspecified breast. Post-operatively, the patient experienced breast implant tear. As a result, the patient underwent breast implant removal surgery on an unspecified date.

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the med height te w/sut tabs 550cc tissue expander. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear on the union between the shell and posterior patch. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On april 16, 2022, mentor became aware of the following information: patient identifier and date of birth. In addition, mentor also became aware that the tear was on the patient's left breast implant and it was implanted for primary breast augmentation. The date of explantation was on (B)(6) 2021 and the implant was replaced with a 650cc mentor cpx 4 breast tissue expander with suture tabs (catalog: 3549215 lot: 9603172 sn: (B)(6). On april 26, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.